Event description:
At 8:20 pm, another test was done with a result of 83 mg/dl.

Event description:
Customer's blood glucose was tested and a result of "hi" was received at 6:58, they were given 2 extra units of novolog. At 7pm another test was performed with a result of 582mg/dl, at 8:19 pm another test was done with a result of 47mg/dl. At 12:30am the customer appeared to be seizing and a blood glucose test was done with a result of 83mg/dl. Paramedics were called and the customer was taken to the hosp. Pt was given 2 cans of orange juice to drink. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.